Event description:
Rptr's father died in a house fire which originated in a frayed electrical wire of a heating pad. Rptr does not have the make or model no., however apparently the heating pad was wrapped around his headboard, with pressure exerted on it.